Manufacturer narrative:
As no lot number was provided no tests could be performed on retained samples. It was not possible to receive any further information despite repeated requests. Our distributor who tried to get into contact with the initial report disclosed: "she has made no response to anything. Can keep trying to chase but have a feeling it might be with no luck." The user has not indicated, if any or what kind of treatment was performed. So we are not sure this constitutes a reportable incident but file this MDR to err on the safe side. No conclusion regarding the cause of the incident can be drawn. We therefore consider the investigation closed.

Event description:
On (B)(6) 2016, we have been informed of an incident during an ECG procedure. The complainant reported "we have a patient who had a bad skin reaction to these electrodes for holter monitoring." No further information has been provided despite of repeated requests.